Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump showing a static fill estimate of 50 units despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on possible variance in measured pressures affecting the estimation and explained that the issue would resolve once insulin remaining matched the static number, with the caller understanding and acknowledging this.